Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12450. It was reported that the patients implantable cardiovascular defibrillator was exhibiting non sustained right ventricular oversensing. Device remains implanted and will continue to be monitored. Patient condition was stable.